Event description:
Event description guidant received information that the battery status of this implantable cardioverter defibrillator (ICD) went from middle of life 1 (mol1) to an elective replacement indicator (eri) in one month.